Event description:
Info rec'd indicates the account is having an issue with getting their mattresses clean. Fluids from the pt are going thru the mattress ticking and migrating into the mattress foam.

Manufacturer narrative:
A new mattress was sent to the account to repair the bed.